Event description:
In 2009, the pt reported that she felt sick when she woke up this morning and her blood glucose was elevated to 400 mg/dl. She stated that she attempted to bolus through the infusion device and she found that the display of the device was blackened and dark. She stated that she pressed buttons and the infusion device did not respond. The pt switched to her backup infusion device and her blood glucose returned to normal. Her target blood glucose range is 100-180 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.